Event description:
The explanted generator was received by the manufacturer and product analysis was performed. The generator was monitored for 24 hours in a stimulated body temperature environment and provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified and the battery status was not at end of service. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for generator replacement due to battery depletion. The clinic notes indicated that the patient's battery status indicated 11-25% battery life remaining and that the patient was experiencing an increase in seizures. Clinic notes additionally indicated that the lead was ok. No surgical intervention has occurred to date. No further relevant information has been received to date.